Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a meniscus repair procedure using a fast fix 360, it struggled to launch properly but eventually did. When the suture was pulled to tighten the fast fix , there was only one t on the fast fix, it look that t2 was missing. The same thing happened with a second fast fix. The procedure was successfully completed with a non-significant surgical delay using a back-up device. No further.

Manufacturer narrative:
Internal complaint reference (B)(4). H10: h3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A review of the assembly process found that the assembler must slide t2 onto the needle, then slide t1 onto the needle, and then verify t1 is in the correct position prior to packaging. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. There was no relationship found between the device and the reported event. The complaint was not confirmed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.